Event description:
It was reported that a uv flash transfer set experienced a leak in its tubing. The leak was noticed during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a tub in the tubing noted. A leak was performed with a cut in the silicone tubing noted. A clear passage test and clamp function test were performed with no issues noted. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a leak was caused from a cut in the tubing. Should additional relevant information become available, a follow-up report will be submitted.